Event description:
The pt had the primary surgery 7 years ago (plif l3-l5). During the surgery which was in order to extract the implants (not revision) after 7 years from the primary surgery, it was found that the rod was fractured at just above l4 when the wound was opened. The bone is now fused. The surgeon addressed that the event could be due to that the pt did not conform to the surgeon's advise regarding post operative adl and the brace.

Manufacturer narrative:
(B) (4). As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 reportable events associated with this event type (serious injury) and product code nkb.